Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that during servicing of a homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2013, 23:13:20. During night drain cycle seven, the patient's ultrafiltration reading was 1087ml, indicating the home patient (hp) drained 1087ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.